Event description:
The customer contact reported that the pump was returned to the pharmacy department with an unsigned note that stated, "when the bag was empty the display was saying it was still full." No tracking information was provided: therefore, specific patient information, pump programming, or event details were not available. The customer contact reported the device display did not increment the delivered volume or alarm to signal the vtbi (volume to be infused) had completed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.